Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009, the patient presented with pre-op and post-op diagnosis of status post l5-s1 anterior lumbar interbody fixation with new bilateral leg pain and underwent following procedures: l5-s1 laminectomies and foraminotomies. Excision of inflammatory mass. Posterior non instrumented fusion l5-s1. The differential diagnosis included bmp reaction , inflammatory mass versus infection. Per op-notes, ".. A bmp sponge and autograft was then placed over this area for a non instrumented posterior fusion ..." Patient alleges unspecified injury due to the use of rhbmp-2.